Manufacturer narrative:
The product was not returned for analysis.  Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that there was difficulty retrieving the optease vena cava filter as the filter was tilted in the vein and during retrieval, the internal lumen of the vein was damaged. There was no difficulty met during implantation. The filters were removed. The user able to engage the hook during retrieval difficulty. The vena cava is less than 30 mm with a normal shape. Pre/post procedural imaging were completed and the procedural film is available for analysis. No other information was available.

Manufacturer narrative:
It was reported that there was difficulty retrieving the optease vena cava filter as the filter was tilted in the vein and during retrieval, the internal lumen of the vein was damaged. No other information was available. The product was not returned for analysis. A device history record (DHR) review of lot 17337928 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2016; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.